Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.50 x 24mm synergy drug-eluting stent was advanced to treat the lesion. However, it was noted that the hypotube separated inside the guide catheter. When physician removed the device outside the guide catheter, the device was not fully separated, it was only hanging on by a very small amount and the procedure was completed with another of the same device. No patient complications nor injuries were reported.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.50 x 24mm synergy drug-eluting stent was advanced to treat the lesion. However, it was noted that the hypotube separated inside the guide catheter. When physician removed the device outside the guide catheter, the device was not fully separated, it was only hanging on by a very small amount and the procedure was completed with another of the same device. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 2.50 x 24mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od(outer diameter) was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a break 65.8cm distal to the distal end of the strain relief, multiple kinks were also noted. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.